Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The spiderfx embolic protection device filter basket broke upon attempted removal. Additional information received (B)(4) 2014 indicates that the spider got stuck on strut when pulling back through. It was retrieved when they did a carotid endarterectomy.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number provided was not an existing lot number for this device. Additional information has been requested. Should it become available a supplemental report will be submitted. Cine images received.